Event description:
Same case as:2134265-2015-01349. It was reported that the catheter coating was rough and compromised. Two 150/20 renegade¿ stc 18 were selected to treat the target lesion. During preparation, it was noted that the catheter outer coating was rough and compromised and the coating was peeling and flaking. Another of the same catheter was used but was observed to have the same issue. The physician elected to use the second catheter and the procedure was completed. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).